Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte) na (sodium), k (potassium), cl (chloride) creatinine, glucose, calcium, bun (blood urea nitrogen), hdl (hdl cholesterol) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided verbal example of na false results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced mixer motor, and all ise electrodes which resolved the issue. The fse also proactively cleaned the sample pot, and reference block. The fse performed verification tests which included calibration, and qc (quality control). All tests passed without further issues. Customer was satisfied with service. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).